Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set tubing clamp broke. The following information was provided by the initial reporter: "clips keep breaking".

Manufacturer narrative:
A complaint of clips breaking was received from the customer. No product or photo was returned by the customer. The customer complaint of clamp issues/ damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mpx5304-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.